Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a backup vvi alert was confirmed in the laboratory via review of the programmer printout. Upon receipt, the device was not in backup vvi. The device diagnostics were reviewed and no evidence of a reset was observed. The cause of the backup vvi alert could not be determined. (B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode while still in box. The device was not used.